Event description:
It was reported that during a therapeutic hepatectomy, the tip of the ultrasonic surgical device broke and fell into the patient's body. It was retrieved with forceps. The procedure was completed with a similar device. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h5, h6, h7, h9. The device was returned to olympus for inspection. The analysis was unable to confirm the reported event. The probe broke off at approximately 13 mm from its distal end. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The fracture surface of the probe was checked and found that cracks had developed from the non-insulated side of grasping section. The tissue pad was worn away. The reported events are inferred to have occurred through the following mechanism(s): 1) the output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2) the non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3) the output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed. 4) a force to activate the output in seal & cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark, causing the probe damage error. 5) the probe broke due to the load applied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.